Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "the shell was loose & a revision took place."